Event description:
In 2008, the pt reported that he received an e10 (cartridge) error while retracting the piston rod of his infusion device. He stated that he changed the battery but was unable to clear the error. To troubleshoot, the pt confirmed he was using the correct battery type. He reinserted the battery, and the infusion device began the self-test, but the piston rod would not move and e10 was displayed. He stated that the piston rod did not appear to be dirty and the infusion device has not been dropped. He switched to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.